Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was disposed by the facility. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.